Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator alarm related to leak in the active exhalation valve. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving alleging a ventilator alarm related to leak in the active exhalation valve. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's buzzer assembly and system board need to be replaced due to error codes. Inlet filter and muffler assembly needs to be changed due to preventive maintenance, which was not related to the malfunction/issue.